Event description:
It was reported that during a liver resection procedure, the tissue pad burned off. A second device was opened and the tissue pad melted and curled up. It is unk if the piece fell into the pt, but if it did, it was retrieved. A third device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/06/2008. Info anticipated, but unavailable at this time.